Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 80% stenosed, tight target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The physician removed the stent and engaged in vessel preparation. However, when the stent delivery system was removed, it was noticed under fluoroscopy that the stent was sitting in the left main (lm) artery. The physician used a buddy wire to travel alongside the stripped balloon and then deployed a 4.00mm x 20mm synergy xd drug-eluting stent to crush the stripped balloon against the wall of the lm. The procedure was completed and no patient complications were reported.